Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a false occlusion alarm occurred. Customer declined to follow up and no additional information was provided. There was no adverse impact reported.